Manufacturer narrative:
Patient information is unknown. Date of event: unknown. This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes field service engineer. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon reports a few cases where the static locking procedure of the trochanteric fixation nail advanced (tfna) did not statically lock the helical blade to the nail as expected. As a result, significant lateral protrusion of the helical blade was observed. The number of cases was not reported. It was noted the hospital may not have had the correct instrumentation to use with the implants. (B)(4) addresses one (1) case of unknown date; this report addresses the rest of the unknown number of cases. This report is for an unknown tfna nail. This is report 2 of 2 for (B)(4).